Event description:
It was reported that the patient experienced numerous low voltage alarms when connecting to fresh batteries. They report that while the indicators on the batteries themselves would show a full charge, but the indicators on the controller would show 75% charge and begin to alarm. Patient claims that this occurred on 2 separate sets of clips and all 6 batteries, and never occurred while connected to the mobile power unit (mpu). All connections have been cleaned multiple times, and no pins appear damaged or bent. On (B)(6) 2022 the patient had their controller exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 02jul2018. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage or debris. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: low audio tone with debris in the audio transducer cutouts and fluid ingress in the power cables. The reported event of the led indicators on the controller reporting 75% charge when connected to fully charged batteries as well as the low voltage alarms was confirmed via visual analysis of the returned controller and in the submitted log file. The submitted log file and the downloaded log file contained combined data spanning approximately 5.5 days ((B)(6) 2022 per the timestamp). The log file captured lower than expected rsoc and bus voltages while connected to the mobile power unit and battery power, indicating early stages of conductor breakdown in the controller power cables. This was consistent throughout the entire log file. The lower-than-expected voltages indicate early stages of conductor breakdown in the controller power cables. The heartmate ii controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the green power gauge on the controller user interface would fluctuate between 75 and 100% charge when flexing the white power cable while connected to fully charged batteries, confirming the reported event. The controller was functionally tested and did not pass all steps due to elevated resistances in both power cables. Analysis of the cables confirmed that the controller had high fluctuating resistance in several of the underlying wires of the controller power cables, indicating that the low voltage alarms/discrepancy of the charge level of the batteries is due to early stages of conductor breakdown. The outer polyurethane jacket was removed revealing that the underlying wires were in unremarkable physical condition; however, the inner conductors of the underlying wires are suspected to be damaged due to the elevated/fluctuating resistances of the underlying wires. Provided information stated that the serial number of the controller is (B)(6) and the controller exchange resolved the issue. The root cause of the reported event was determined to be conductor breakdown in the power cables of the controller, causing the green power gauge to fluctuate; however, the cause of the conductor breakdown could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.